Event description:
Within the last 3 months our hospital pharmacy has noticed cores and pieces of plastic in baxter intravia empty bags in 150, 250, and 500 ml sizes. It has happened in about 10 bags of non-hazardous medications that were spiked with regular spikes. In addition, there were 3 bags that clearly had these plastic plugs that were penetrated with phaseal (bd closed system) spikes. There may be additional bags but they may have been discarded. Bags with phaseal spikes were intravia 150 ml size (item # 2b8011 lot 15l14059 and dr 16e13061). These bags were sent for evaluation to manufacturer after contacting manufacturer.